Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was not confirmed nor reproduced during product evaluation. Therefore, baxter quality engineers were unable to determine the root cause was not identified. No repair was necessary. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. A service history review revealed there were previous service events that were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The user interface module master software version is currently unknown. There is no further complaint information available.